Event description:
A doctor had implanted medpor chin implants in two of his patients with an intraoral procedure and that the implants were secured with two mini titanium screws. The doctor indicated that both of the patients developed infections, the first patient five weeks after surgery and the second patient developed an infection three months after surgery. The doctor treated both patient infections with betadin and reported that during the treatment the infection cleared but returned once the treatment was completed. The doctor reported that he had to remove the implants from both patients.